Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety core and that brady therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.

Event description:
It was reported that this pacemaker triggered 3 error messages. Subsequently the device went into safety mode. The pacemaker was successfully removed and replaced. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received. Additional information was reported indicating that this pacemaker was returned and a device evaluation was completed.

Manufacturer narrative:
Additional information indicated that the evaluation conclusion code was updated.this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited memory issues with no conclusive evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker triggered 3 error messages. Subsequently the device went into safety mode. The pacemaker was successfully removed and replaced. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.

Event description:
It was reported that this pacemaker triggered 3 error messages. Subsequently the device went into safety mode. The pacemaker was successfully removed and replaced. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.